Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. Investigation summary: the device was visually inspected and no damage was observed; however, during the second visual inspection a hole was observed on the pebax with reddish material inside. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified.  The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined.  Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc. Product analysis lab discovered a hole on the pebax. Initially it was reported that there was an error code of 105 ¿magnetic sensor error¿ which displayed during the procedure. A second catheter was used to complete the procedure. No patient consequences were reported. The magnetic sensor error was assessed as not reportable. The incidence of magnetic sensor error was easily detectable by the user. The catheter was inoperable, since it could not be visualized on the system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster inc. Product analysis lab received the device for evaluation and on (B)(6) 2019 it was discovered that there was reddish material in the pebax and damage was also found on the pebax. This damage was confirmed to be a "hole' on (B)(6) 2019. The hole on the pebax was assessed as a reportable issue. Therefore, the awareness date of this damage was on (B)(6) 2019.